Manufacturer narrative:
Unable to prime during prime alarm test due to loose/flush drive support disk. Unable to perform excessive no delivery alarm test and occlusion test due to prime anomaly. Cracked reservoir tube lip and minor scratches on display window noted during visual inspection.

Event description:
It was reported the customer was experiencing high blood glucose. Troubleshooting with a fixed prime found insulin was unable to exit from the insulin pump. Insulin was able to successfully exit from the customer's insulin pump after the customer completed a set change. However, the insulin pump continued to alarm no delivery during a high pressure test. The customer's blood glucose was 21 mmol/l. Customer was advised to monitor their insulin pump. No additional information provided.